Event description:
Approximately two months post bivad implantation, it was reported that the patient experienced intermittent power losses from the controller ac adapter. The patient's mother reported that while changing the battery on one port of the controller the ac adapter on the other port lost power resulting in the brief controller power up/motor start events noted in preliminary log file review. Ac adapter was taken out of use and replaced. The patient did not experience any harm or injury as a result of these events. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient had a cac adapter that was losing power intermittently and that the green light was not always on. The ac adapter, cac096170 was exchanged and sent to the manufacturer for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was not confirmed, as the ac adapter passed visual external evaluation and functional testing. No malfunction was detected, and the device performed as per specification. The root cause of the reported event could not be conclusively determined as the device functioned per specification, however it is possible that user error/perception may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.